Event description:
A report was received that a trial patient was experiencing redness, swelling, warmth, and pain at the lead incision site. The trial leads were removed. The patient's pain management physician felt the patient had an allergic reaction to the lead material. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.